Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump alarmed no delivery. Customer's blood glucose was 83 mg/dl. Customer was attempting to bolus when the device alarmed. Troubleshooting was performed and insulin did not exit during fixed primed. Customer declined further assistance. Customer was advised monitor the device and informed the alarm might be cause by bent cannulas.